Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly is not priming a normal volume for a 23" tubing. At the time of concern, the subject pump prompted a "no cartridge detected" warning. The pump was prompting frequent loss of prime for the past few weeks. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed data from the date of the alleged event had been overwritten due to continued patient use. No unusual "loss of prime" or "load step malfunction" warnings were noted. An ez-prime function was performed without issues. The force sensor was tested and found to be out of calibration. The pump was exercised for 24 hours without any alarms. The pump was opened for further investigation and revealed no internal defect. Investigation was not able to verify or duplicate the alleged load step malfunction.